Event description:
The customer reported that the mx800 monitor did not alarm due to the fact that the ibp values fell below the limit but without any alarm signals. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the mx800 monitor did not alarm due to the fact that the ibp values fell below the limit but without any alarm signals. No pt harm was reported. According to info there was a drop in blood pressure. About 13 minutes pt had very low blood pressure. During this long time there was no active response. This complaint was deemed reportable due to the fact that the customer alleges the mx800 monitor did not alarm and could cause a pts serious injury or death due to the fact the monitor did not alarm a red vital alarm. Additional investigation will be done to attempt to determine if there was an actual health risk. Philips is in the process of obtaining additional info regarding the incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.